Manufacturer narrative:
The investigation has determined that lower than expected calcium results were obtained from a non-vitros biorad quality control (qc) fluid using vitros chemistry products ca slides lot 0335-0589-4001 on a vitros 4600 chemistry system. An assignable cause of the event was unable to be determined with the information provided. A possible cause of the event could be an issue related the biorad control fluids. On 29 april 2020, ortho clinical diagnostics became aware that biorad has a known stability issue with biorad unassayed chemistry control lot 56930. The resolution, per biorad, is to allow for an extended thaw time when new bottles of lot 56930 control fluids are taken from freezer storage. Biorad is recommending a 90 minute to 120 minutes room temperature equilibration time, mixing frequently, to ensure the calcium in the control fluid is suspended in solution. The issue only affects calcium. However, a biorad control fluid issue could not be confirmed nor ruled out as a cause as no details on the customer¿s protocol when preparing and using the biorad control fluids was provided. A change in environmental conditions could not be confirmed nor ruled out as a contributor of the event. The customer stated that around the time of the event, there had been a drop in the laboratory ambient temperature. However, the customer did not provide any further details. Based on historical quality control results an issue related to the performance of either the vitros ca reagent lot 0335-0589-4001 or the vitros 4600 chemistry system is not likely a contributing factor of the event. However, an issue related to the vitros ca reagent or the vitros 4600 system cannot be entirely ruled out as the customer did not provide any details on how the issue was resolved. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ca reagent lot 0335-0589-4001. (B)(4).

Event description:
The customer reported that lower than expected calcium results were obtained from a non-vitros biorad quality control (qc) fluid using vitros chemistry products ca slides lot 0335-0589-4001 on a vitros 4600 chemistry system. Biorad lot 56930 l2 vitros ca (B)(4) vs the expected result of 3.06 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ca results were obtained from a quality control fluid and no results were reported from the laboratory. The customer made no indication that any patient sample results were affected or questioned. However, the investigation cannot confirm that patient sample results would not be affected if the event were to recur. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 1 of 6 MDR¿s for this event. Six (6) 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).